Event description:
It was reported that a 66-year old caucasian female patient underwent breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed with bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (right) 295cc mentor memorygel xtra breast implant catalog: smpx295 lot: 9629183 sn: (B)(6) and (left) 295cc mentor memorygel xtra breast implant catalog: smpx295 lot: 9652234 sn: (B)(6). This medwatch form is for the left breast prosthesis. Rupture on the right breast implant has been reported under mrn: 1645337-2023-08989.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view and a tear (a) was found within it, measuring approximately 0.7 cm. In addition, a tear (b) was found extended from the anterior to the posterior view, measuring approximately 22.0 cm. Microscopic examination was performed on the edges of the tear (b), and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 5.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (b) could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).